Event description:
Orthodontist reported that upon removal of a transcend ceramic bracket from the facial surface of an upper left cuspid tooth, an enamel fracture occurred. A crown was required to repair the tooth fracture.